Event description:
It was reported patient is experiencing range of motion and stiffness issue in knee post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2020. Medical product: cr art surf ch34/yellow 10mm catalog # 90597003010 lot # 64519443. All poly petella standard cemented size 32 mm diameter 8.5 mm thickness catalog # 00597206532 lot # 64440565. St prc tib plt size 3 catalog # 00-5980-037-01 lot # j6648248. Suggested component code: mechanical g4-femur. Multiple MDR reports filled for this event: 0001822565-2022-02317. This product was initially reported under 0001822565-2022-02318. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, g3, g6, h1, h2 correction: b1, b2, h1.

Event description:
No further event information available at the time of this report.